Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead placement difficulty was encountered during multiple position attempts. Tissue was observed at the end of the lead which could not be removed. The rv lead was not used and a replacement rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Returned product analysis was performed and no anomalies were found. The analyst noted that the helix was returned with body tissue/fibrotic growth. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.